Event description:
The customer reported the subject device displayed an e315 error code (scope error). There was no patient or user injury reported due to the event. Additional details were requested regarding the reported event. However; no further information was available.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (e315 error code) was not confirmed or duplicated. In addition service found there was a leakage from the angle knob, there was play in the angulation knob, the bending angle was out of specification, there was liquid leakage to the scope connector, the lock engagement lever was deformed, the light guide lens was cracked, the light guide lens was dirty, the tip cover was collapsed, the tip cover was scratched, the adhesive on the bending section cover was chipped, the adhesive on the bending section cover was cracked, the image guide tube was scratched, the bending section cover was scratched, the insulation resistance value was out of specification, the paint on the suction cylinder nut was peeled, the light guide tube was scratched, the protector on the light guide tube was scratched, the objective lens was dirty, and the light guide tube was collapsed. The switch button #1, the switch button#2, and the switch button #3 was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of the image sensor unit, or the failure of the internal circuit board of scope connector or the system. Olympus will continue to monitor field performance for this device.